Event description:
Patient's spouse reported right side device has "moved or leaked." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Information contained in this report was previously submitted through asr on 28-jan-2017.

Event description:
Patient additionally reported "capsular contracture baker grade unknown and pain." Device has been explanted.